Event description:
It was reported that during a low anterior resection procedure, some of the staples were malformed. The doctor used another device to complete the procedure. There was no patient consequence.